Event description:
Major pump unit(s) involved: device thrombosisadditional text: rotor thrombus.specific component(s) involved: pump drive unit malfunction.additional text: rotor thrombus.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : transplanted (B)(6) 2011.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.